Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.

Manufacturer narrative:
Insulin pump was received with missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir did not lock/click in place.

Event description:
The customer reported that insulin pump's rubber seal was no longer there. The reservoir compartment's rubber ring fell out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.